Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Pump supplies were changed and manual insulin injections were administered to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.